Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), brown particles, opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.